Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 because of a diabetic ketoacidosis. The customer's blood glucose level was 473 mg/dl. She also received excessive no delivery alarms. The customer's high blood glucose level could have been due to a fibromyalgia flare up. She treated her blood glucose level with a manual injection before going to the hospital. The customer was not wearing the insulin pump at the time of hospitalization. The product was not returned. Nothing further to report.